Manufacturer narrative:
A4: unk. A5: unk. D6b: na. H6: health impact - additional surgery: 4625 - ac washout. H6: health effect impact code - medication required: 4644 - intracameral moxifloxacin; prednisolone acetate; fortified vancomycin/tobramycin; pred-moxi-brom. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -16.50/+1.50/105 (sphere/cylinder/axis) into the patient`s right eye (od) on (B)(6) 2023. On the (B)(6) 2024, inflammation was diagnosed (eye was red and painful). Additional diagnostics were performed such as macular oct and vitreous cultures (negative). Subsequent treatments were: ac washout, retina surgeons injected antibiotics. With prescription of additional steroids and antibiotics, by (B)(6) 2024 issues resolved, eye was white and quiet, negative seidel test. According to the surgeon the cause of the event was due to a medical trauma, difficult case; the pupil would not dilate and the iris was manipulated more than normal. The surgeon indicates this was a case of inflammation and not infection. The last information obtained on 23-jan-2024 was stating that patient current post-op protocol was pred-moxi-brom twice a day. The lens remains implanted.

Manufacturer narrative:
Additional information: h6 type of investigation 3331 device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).